Event description:
The account alleged the bed exit alarm would not set. No patient impact.

Manufacturer narrative:
The technician found the bed exit was not set correctly; the scale was zeroed out while patient was in the bed, user error. The technician in-serviced the account on zeroing the scale when the bed is empty and then set bed exit alarm. The bed was zeroed out by the technician to resolve the issue.